Event description:
A barostim system was implanted on (B)(6) 2024. Since implant, the patient experienced the daily impedance check at 8:29pm. The patient also experienced the impedance check during barostim therapy reprogramming. As of (B)(6) 2025, therapy was set at 95 pulse width, 1.2ma, and 40 frequency. The patient also experienced pulling on the right side of the lip and bit their lip as a result. In the opinion of the physician, the event was due to insult to the nerve during the implant procedure. As of (B)(6) 2025, the patient reported feeling better related to the lip pulling. There were no interventions planned. A follow-up was scheduled with the implanting physician.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Since implant, the patient experienced the daily impedance check at 8:29pm. The patient also experienced the impedance check during barostim therapy reprogramming. As of (B)(6) 2025, therapy was set at 95 pulse width, 1.2ma, and 40 frequency. The patient also experienced pulling on the right side of the lip and bit their lip as a result. In the opinion of the physician, the event was due to insult to the nerve during the implant procedure. As of (B)(6) 2025, the patient reported feeling better related to the lip pulling. There were no interventions planned. As of (B)(6) 2025, the patient still experienced the daily impedance check; however, it was a much weaker sensation. As of (B)(6) 2025, the impedance check was improving.

Event description:
A barostim system was implanted on (B)(6) 2024. Since implant, the patient experienced the daily impedance check at 8:29pm. The patient also experienced the impedance check during barostim therapy reprogramming. As of (B)(6)2025, therapy was set at 95 pulse width, 1.2ma, and 40 frequency. The patient also experienced pulling on the right side of the lip and bit their lip as a result. In the opinion of the physician, the event was due to insult to the nerve during the implant procedure. As of (B)(6)2025, the patient reported feeling better related to the lip pulling. There were no interventions planned. As of (B)(6) 2025, the patient still experienced the daily impedance check.

Manufacturer narrative:
Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# fc-000860

Event description:
A barostim system was implanted on (B)(6) 2024. Since implant, the patient experienced the daily impedance check at 8:29pm. The patient also experienced the impedance check during barostim therapy reprogramming. As of (B)(6) 2025, therapy was set at 95 pulse width, 1.2ma, and 40 frequency. The patient also experienced pulling on the right side of the lip and bit their lip as a result. In the opinion of the physician, the event was due to insult to the nerve during the implant procedure. As of (B)(6) 2025, the patient reported feeling better related to the lip pulling. There were no interventions planned. As of (B)(6) 2025, the patient still experienced the daily impedance check; however, it was a much weaker sensation. A follow-up was planned for (B)(6) 2025.